Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, implanted: (B)(6) 2008, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation it was reported that there were no signs or symptoms, but that impedance was checked in preparation for a battery replacement, and electrode 11 had greater than 10,000 ohms. The patient was having the battery replaced because it was nearing end of life. An external factor that may have led or contributed to the issue is that the patient has had the lead for over 8 years, and the current programming was programmed around the affected electrode. There are no plans to replace or revise the lead. The issue of the high impedance was not resolved at the time of the report, and no surgical intervention was performed. A surgical intervention was planned; however it was noted that this would be the battery replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.